Manufacturer narrative:
No product samples were returned for investigation, however, a video was returned showing and confirming a leaking from female luer area of the clave component. Without the return of the affected samples a probable cause cannot be determined from the video alone. The device history reviews for lots 5990169 and 6025736 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Possible lot numbers (plots): 5990169 - manufacture date 5/1/2022 - expiration date 5/1/2027; or, 6025736 - manufacture date 6/1/2022 - expiration date 6/1/2027. Telephone number - extension number (B)(4).

Event description:
The device involved a punzón para bolsa/botella con filtro de venteo in which the customer reported that the pharmacy technician was preparing the drug (ganciclovir) as usual, leaving the device inside the chemotherapy bag. It was observed that the silicone was sunk, leaving the microclave completely open. After handling, the drug did not stop leaking through the clave. It was decided to discard the bag and spike. The event did not occur during patient use. The event occurred during priming which was in the pharmacy, and it was reported that when the pharmacist was picking up the bag and taking product outside, is when his hand's became contaminated with the drug. There was no harm reported as a consequence of this event.